Event description:
It was reported that balloon rupture occurred. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon ruptured. Further information has been requested but has not been provided at this time.

Manufacturer narrative:
Event date - used (B)(6) 2022 as event date since the correct date was not provided.